Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise to high out of range shock impedances. Technical services (ts) recommended to continue monitoring the lead shock lead impedances. This rv lead remains in service. No adverse patient effects were reported.